Event description:
The customer reported the ventilator alarmed and shut down while operating on backup battery power for approx. 10 minutes. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event. Review of the ventilator's diagnostic log showed the ventilator had been operating on backup battery power which then depleted during extended use. The backup battery functioned until it depleted causing the ventilator to shut down and alarm as specified. Backup battery testing, extended self testing (est) and performance verification testing was completed and all tests passed per specifications. There was no malfunction of the device or backup battery identified. The service technician replaced the backup battery as a precaution. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a yellow battery in use led is lit. Operation will continue in this state until the battery capacity is nearly expended. When the battery has only about 5 minutes of operation left, an audible, nonresetable high priority alarm will sound and a red battery low led will flash continuously. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the ventilator is plugged into a viable ac supply.